Event description:
A report was received that the patient could not charge the ipg. The ipg was explanted and replaced with a new one. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted devices will not be returned to bsn, as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.